Event description:
The pt rec'd his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that various lead contacts exhibited invalid impedances. The pt was reprogrammed with the normal lead contacts, and he stated that he felt effective stimulation. It was reported that on (B)(6) 2011, the pt lost stimulation. An x-ray showed that the leads were fractured. The next course of action is currently undetermined; no further info is available at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.